Event description:
It was reported to philips that the system's flexvision monitor intermittently lost signal and shut down. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use at the time of the event, non-emergency procedure, which was completed as planned since the issue did not affect the outcome. The philips field service engineer (fse) visited onsite and confirmed the reported problem. During troubleshooting, the fse observed that the monitor occasionally turned off and the led indicator on the screen flashed red. At the time of inspection, the system was operating normally with no active symptoms. The system has returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed with the same system since the issue was intermittent is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome the FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices